Manufacturer narrative:
On october 30, 2024, the mentor failure analysis lab received two devices for evaluation, it cannot be determined which device is the suspect medical device for the reported capsular contracture, since the two received products have the same volume engraved, no problem was found on either of the devices per below analysis findings. The devices were returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During visual evaluation no apparent damage or visual anomalies were observed on the sm mpps dv 750cc returned devices. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Since no malfunction was observed during the investigation, no corrective and preventive action (CAPA) is required now. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: left capsular contracture; baker grade unknown. D6b explantation date: on (B)(6) 2024. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 37-year-old hispanic female patient underwent revision breast augmentation with 750cc mentor smooth round moderate plus profile and experienced capsular contracture, baker grade unknown on her left side postoperatively. The patient has consulted with the healthcare professional. As a result, the patient is scheduled for surgery on (B)(6) 2024.

Manufacturer narrative:
On september 25, 2024, mentor became aware that the patient experienced grade IV left side capsular contracture, and the replacement devices used on (B)(6) 2024 were catalog number 3508001bc; serial number (B)(6) on the right side, and catalog number 9994944-044; serial number (B)(6) on the left side. Reason for device explant and/or reoperation: left capsular contracture; baker grade IV manufacturer¿s reference number: (B)(4).